Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and both the rv and right atrial (ra) leads displayed oversensing noise, with suspected insulation damage due to lead-to-lead interaction. Reprogramming was completed, and the patient will have an echocardiogram completed in order to determine how to proceed with the patient¿s treatment. Both leads currently remain in use. No patient complications have been reported as a result of this event.